Event description:
The customer was hosptialized for dka. It was stated that the customer heard the pump clicking but bg continued to go up. The doctor checked the pump and did not see any insulin coming out. Troubleshooting was performed. The button pressing appears to skip screens on hitting the select button and in some cases there is no response. In addition, it was mentioned that the lead screw turned but the insulin did not exit. Instructed the customer to disconnect from the pump and contact the doctor for a back up plan.